Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support due to acute myocardial infarction / cardiogenic shock. While on support, patient was placed onto veno-arterial extracorporeal membrane oxygenation due to worsening shock. Patient experienced atrial tachycardia; amio bolus given and drip started. Patient was oliguric and placeed onto continuous renal replacement therapy anticoagulation was withheld due to bleeding concerns (also related to menstrual cycle). Oozing noted at groin site. 1 uncross-matched packed red blood cells going to be given which is a total of ten units since admission. Occasional ectopy appreciated on monitor; impella pulled back 1cm.

Manufacturer narrative:
Correction: e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the bleed cannot be determined since insufficient clinical details were provided. Arrhythmia, tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiogenic shock, renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.